Event description:
Philips received a complaint on the v60 ventilator indicating that the device produced a tidal volume alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. A patient with type 2 respiratory failure was determined to require ventilator support. After the doctor set the parameters and applied the mask, the device was used for a period. The device then alarmed for abnormal tidal volume. A nurse notified the doctor, who adjusted the parameters, but the alarm persisted. In a good faith effort (gfe) response from the authorized service provider (asp) it was provided that the alarm re-occurred after the hospital staff was able to restart the device. The customer had a third-party service provider come onsite and "repair the flow sensor." The mechanical repair work was not initially elaborated on or clarified. An additional gfe was sent to the asp to request what "repair" had been completed by the third-party service on the flow sensor. The asp stated that the information was asked but unknown (asku). The asp was instructed to notify that the mechanical repair of the flow sensor assembly was not a sanctioned repair of the ventilator, per the user or service manual. Following the third-party service of the device, the customer confirmed that the ventilator was returned to full functionality and was returned to normal use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.